Event description:
The customer reported that the charging time is slow.

Manufacturer narrative:
(B)(4). The customer reported that the charging time is slow. This reported failure could impact the delivery of therapy. There was no report of patient involvement. A philips replaced the battery which resolved the failure.